Event description:
When using a recycled arthroscopic blade shaver, metal filings and chips were noted on tv camera. This shaver cutter was recycled at vanguard medical concepts. The shaver was removed and the company was contacted.